Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02103 and 2134265-2016-02105. It was reported that stent damage occurred. The target lesion was located in a coronary artery. Three promus premier¿ drug-eluting stents sized 2.75x24mm, 2.50x20mm, and 2.75x20mm were used to treat the lesion in unknown order. However, the stents were damaged during the procedure. No patient complications were reported.